Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported getting a blank screen on their freestyle freedom meter as they tried to turn the meter on by pressing a button or inserting a test strip and as a result sustaining an injury. The customer refused to further troubleshoot and complete the medical survey; hence no information with regards to the medical incident is available. There was no report of death or permanent impairment associated with this medical event.